Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# 38676701, uni adaptor sleeve c taper ti; cat# 19-0000t ; lot# 38515801, trident psl with purefix ha 62mm; cat# 542-11-62h; lot# 37653301, acetabular dome hole plug; cat# 2060-0000-1; lot# mkn626, secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# mkphh2, d-m 2.0mm beaded cable set vit; cat# 6704-0-520; lot# 38578803, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mktv55, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mktklv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned

Event description:
While gathering information for a revision of the patient's right hip on (B)(6) 2022, rep was provided a usage sheet for a head/ liner exchange on (B)(6) 2022 due to infection. Rep confirmed that no stryker rep was present, and that no further information will be released by the hospital or surgeon. This report is for revision of the patient's right hip on (B)(6) 2022.